Manufacturer narrative:
H3: product analysis of ped2-475-20, lotno:b556794 ¿damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and damaged no other anomalies were observed. ¿ conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at distal as the pipeline flex shield distal and proximal ends were found fully opened and damaged. However, the root cause for dame could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the pipeline failure might be due to the influence of small wings at the tip end. When the stent catheter was retrieving the stent, the tip end of the stent might be pierced. There are no other operations or extra steps during the surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left cavernous sinus segment aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 4.8 mm, neck diameter 4.2 mm. Landing zone (artery size): distal 3.88 mm, proximal 4.68 mm. The patient¿s vessel tortuosity was moderate. The catheter was delivered to a position distal to m1 and then the stent. After the stent was in place, started to withdraw the stent catheter from the straight section of m1, deployed the stent, and deployed it about 10mm. The tip end of the stent was not open. Then it was partially retrieved and deployed, but the tip end was still not opened. The surgeon still failed after many attempts. The stent was then retrieved into the stent catheter and withdrawn as a whole. In vitro, when the stent was pushed out, it was found that the tip end of the stent was damaged, so the stent was replaced and the operation was successfully completed. Dapt (dual antiplatelet treatment) was administered. The patient's double antibody reached the target. Postoperative angiography showed normal blood flow and normal blood supply to each vessel. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.